Event description:
During a standard procedure, a dental electrical hand piece got hot but did not cause any injury.

Manufacturer narrative:
During a standard procedure, a dental electrical hand piece got hot but did not cause any injury. During analysis of the handpiece, it was found that the bearings have been gritty and the water spray has been clogged. The head heated up during testing. To determine any defects on a handpiece, a visual and functional check prior to use is mandatory. Reported due to 2-year-presumption rule.